Event description:
Pt underwent vaginal hysterectomy, bilateral salpingo oopherectomy; pelvic dissection skin closure with dermabond; pt went to local md. Suprapubic wound separation with cellulitis; rx-wound care.